Event description:
The customer reports a falsely elevated architect stat troponin-I assay result for one patient sample. The initial result was 0.21 ng/ml. This customer uses a cut-off value of 0.16 ng/ml. The sample was retested on another architect analyzer and generated a result of 0.001 ng/ml. The sample was drawn in a heparin collection tube. Controls were within specifications. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Accuracy testing was performed on the affected lot of architect stat troponin-I assay with in-house retained reagents. Six replicates of a troponin- I panel were tested on one architect isystems platform. All test values fell within the expected range of 0.23 to 0.43 ng/ml, which demonstrates that this assay lot can accurately detect a known concentration of troponin-I. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert and the architect operations manual both contain information to address the current customer issue. There is no information to reasonably suggest a malfunction occurred. The issue was isolated to a single discrepant sample. No additional issues were identified.